Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty charge coupler device component. An additional issue with the cable being cut was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the hd camera head did not display an image. The intended therapeutic cystoscopy procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed and the phenomenon, ¿no image¿, was reproduced. It was determined that the phenomenon occurred because communication failure occurred due to faulty charge-coupled device (ccd). The subject device manufacture date was not identified; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.